Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: promus element plus,mr,ous 2.50x20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent strut rows 6 to 9 and 13 to 15 (counting from the proximal towards the distal end of stent) were damaged. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The undamaged section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-mar-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 2.25mm x 17mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left circumflex (lcx) artery. After a non-bsc guide wire crossed the lesion and pre-dilatation was performed with a non-bsc balloon catheter, a 2.50x20mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, resistance was encountered while crossing the lesion and after several attempts, the device failed to cross. The device was removed and the procedure was completed with a 2.25x20mm promus element stent. No patient complications were reported and the patient's status was stable and responding well to medications. However, returned device analysis revealed stent damage.